Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient underwent surgery due to lumbar stenosis. The doctor found the product's first thread was slipped,he had to replace another products to complete the surgery. The products were not implanted in the patient but the products came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis:macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mating component found the set screw unable to be fully engaged in the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.